Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." The treating doctor shared that the potential root cause could have been a combination of orthodontic movements performed with the aligners (not anticipated, even with the tooth condition) in the presence of a pre-existing periodontal condition, with the use of class iii elastics being contraindicated on the left side. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of pain, discomfort, the appearance of a small lump (fistula), and grade iii mobility affecting tooth 3.3 requiring at the end tooth extraction. The patient reported visiting a periodontist that determined the bad condition of the tooth and decided he extraction. The patient indicated being prescribed antibiotics to manage the reported symptoms. The patient is continuing treatment with the invisalign system and is currently reported to have no pain, discomfort, or infection following the extraction of tooth 3.3.